Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was reseated and the unit returned to service. Customer reports no patient information available.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.